Event description:
The pt is reportedly experiencing repeated ear infections and tenderness at her incision site. Visual inspection of the site revealed no redness or irritation. The pt reports that her infection was managed by a local physician. Advanced bionics is in the process of gathering more info, once more info becomes available, a supplemental report will be submitted.